Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found no anomaly. Only the pump was returned for analysis. The infusion history was gathered and it appeared there was a rotor study performed on (B)(6) 2015 and a dye study under x-ray performed on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# unknown, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, a healthcare professional (hcp) notified a company representative that the (B)(6) year-old male patient in (B)(6) was receiving lioresal via their implanted pump. The drug concentration, dose rate, and drug lot number of lioresal was not available. As per the pump's log, morphine with concentration 15.0 mg/ml was administered at a simple continuous dose rate of 15.018 mg/day as of (B)(6) 2015; the logs did not indicate lioresal. As reported it is unclear if/when the patient was receiving lioresal intrathecal via their implanted pump. The patient was implanted with a synchromed ii pump. A nurse who handles all refill and troubleshooting asked advice as she was really not sure what is happening with the patient's pump; event / difficulty occurred on (B)(6) 2015. It was noted that this was a long standing pump patient with very good results and pain relief. The patient however started having symptoms again in (B)(6) of 2015. At time of refill on (B)(6) 2015 refill volumes were correct. On (B)(6) 2015 the expected volume was 4.8 ml; however 7.5 ml was extracted from the pump. On (B)(6) 2015 the expected volume was 3.1 ml and 8.1 ml was extracted from the pump. A catheter occlusion or granuloma was suspected. A refill was performed at another center as the patient was on holiday; nothing was reported back or on record regarding the refill. On (B)(6) 2015 a catheter dye study was performed under x-ray and no anomalies, blockages, leaks, or disconnects were found. Regarding the x-ray, it was believed there was possibly an occlusion that had been cleared by the dye. On (B)(6) 2015 the expected volume was 4.8 ml and 9 ml was extracted from the pump. On (B)(6) 2015, 4.2 ml was expected and 9 ml was extracted from the pump. It was at this point that they called in to perform a pump roller study which occurred on (B)(6) 2015 as under infusion was not explainable at all. Regarding the roller study, the pump was set to the lowest dose possible. The pump rollers were x-rayed with overexposed film to see the markers. A bolus of 0.01 ml was given. The pump was x-rayed after the bolus infusion that took place over a minute. The issues remained unresolved at the time of the report. No surgical intervention was performed. The patient was without injury regarding their status at the time of the report. Additional information has been requested which included confirmation of drug(s) administered via the pump, other intervention/action taken, and resolution/patient outcome. Additional information will be provided in a supplemental report as it becomes available. (B)(6) 2015 email (B)(6) 2015 06:53 (rep, for) (B)(6) 2015 - additional information was received from a company representative. The issue remained and a dye and roller study was done. The patient remained the same with ineffective therapy. Exploration of the pocket and running the pump at a high flow rate to see if medication was dispensed was suggested and if not to replace. The doctor was in the process of arranging theater time to do this and if explanted it would be returned.